Event description:
During surgical procedure, surgeon fired the stapler and the stapler reportedly misfired. Reportedly, several staples were not fitted well into their grooves and were sticking out. Therefore, the staple line had to be excised and repair had to be converted from an enterotomy to an enteroenterostomy. This was done by placing a gia-75 stapler between the 2 limbs of the intestine, firing the stapler and then closing the enteroenterostomy with a ta-60 stapler (a new stapler). Patient tolerated procedure well.